Event description:
The customer reported a speaker malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a speaker malfunction. No pt harm was reported. Philips has not yet determined if audio function was impacted. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.